Manufacturer narrative:
(B)(4). Batch # n55j55. The analysis found that one gst60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired; left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the cut line jagged?

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that on the second firing of the device, it cut all of the way however the staple line and cut was "a mess". The specimen side lines of staples were nearly all malformed (goal post) and the tissue dehisced. There was inconsistent formation on the patient side. It wasn't clear whether the cut was good from the surgeon's description. The reload appeared physically damaged and there were empty holes on the cartridge where the drivers should have been. Buttressing was used. A new stapler was used with additional reloads to complete the case; however the surgeon also sutured over the staple line to ensure a good closure. No buttressing was used with the second device. There was no patient consequence.